Event description:
The patient reported feeling painful palpitations during in-office interrogations. The physician adjusted the programming and the issue was resolved. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continued: 5076 implantable pacing lead 2012-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.